Event description:
It was reported that during an unknown procedure, the stapler did not staple, "being necessary to remake the procedure." Unknown how case was completed. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.